Event description:
Patient reported receiving a cartridge not working alert on their device. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.